Manufacturer narrative:
(B)(4). Internal complaint number: (B)(4). Auto number: (B)(4). The device was returned to the facility for evaluation. Signs of clinical usage, and evidence of blood was observed. There were no visual defects observed. The harvesting tool was found inserted into the cannula bell. The harvesting jaws were found to be in between the scope wash tubing and the metal wire that connect the c-ring. When the c-ring slider was pulled to retract the c-ring, the position of the tool prevented the c-ring to retract. The harvesting tool was removed from the cannula. Once the two components were separated, the c-ring slider was again pulled to retract the c-ring. The c-ring successfully retracted without any resistance which can be considered excess. The c-ring was successfully retracted and extended with no defects detected. Based on the returned condition of the device, this complaint is not confirmed for the reported failure "mechanical issue".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 when trying to retract the c-ring back, it would not come back into the hemopro device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Internal complaint number: (B)(4). Auto number: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 when trying to retract the c-ring back, it would not come back into the hemopro device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 when trying to retract the c-ring back, it would not come back into the hemopro device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.